Event description:
Report received of a pump not delivering as programmed. The device was found outside the sterile processing department (spd) with an unsigned note that read, "does not deliver the programmed dose of medication". There was no tracking information (patient, nurse, location) available. There was no indication of any adverse patient event. The customer reported that spd would have been notified if there was any adverse event with a patient. Though requested, there was no additional information available.